Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports they scheduled pump to feed 15ml at a rate of 60ml/hr. At the end, of the delivery it stated 15ml was delivered, but there was 5ml left in the bottle. Initial reporter's name is unknown. Several attempts for additional information were made on (B)(6) 2016. No response has been received.